Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4). Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was doing an MRI to look at the lead wires that are moved out of place since maybe 6-8 months ago and to look at her neck. MRI has not been scheduled yet. Patient stated she was working with the hcp to get the ins/ leads replaced but the spine specialist wants and MRI first.